Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection revealed an embedded particle within the tube. Air passage and functional tests were performed on the returned sample. Fluid flow of liquid was confirmed through the set with no functional issues, and the particle did not detach during testing. The impacted section was cut and further analyzed, confirming the presence of an embedded particle. Infrared (ir) spectrophotometry testing was performed and revealed that the particle was composed of the same material as the tube used to manufacture the set. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The embedded particle / burn mark was generated due to the build-up of material at the tip of the extruder die point and deposited into the wall of the tube during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object was found inside a continu-flo solution set. The event was detected before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.